Event description:
An incident report was received that during the second suction procedure, the sleeve surrounding the suction catheter detached from the t-ring which holds the sleeve in place. The report stated that there were no pt injury or medical intervention. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The used device arrived in a ziplock bag inside an original opened pouch. Inside the pouch were the labels. The catheter was inside a second ziplock bag. The initial observation was that the sleeving was completely out of the t-ring. The t-ring was secure in the correct location and was correctly attached. It appeared that the sleeving was pulled out of the t-ring as there were gather markings on the sleeving end and the sleeving end was cut in a slightly tagged pattern. The sleeving had the markings of a correctly t-ringed product. The remainder of the product was intact. Input from the respiratory therapist conslutant stated that since the pt did not have a main infectious disease, although cross-contamination could occur. It is likely to be very small and insignificant for this incident. The used product is at the sterilizer for decontamination prior to thorough evaluation and investigation for root cause. At this time, no conclusion can be drawn. A supplemental report will be submitted if relevant info becomes available.